Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation. A lead diagnostic was performed, and one lead was reported to have high impedances. As a result, surgical intervention was undertaken on 19apr2023, wherein one lead was explanted and replaced to address the issue. It is unknown which lead has the high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6) , batch: a000080519.